Event description:
Complainant alleged that the nurse received a mild shock during a routine shift check of the device. The complainant indicated that the nurse had her fingers on the discharge surface of the paddles when she depressed the discharge buttons. There were no adverse effects on the nurse, and no medical intervention was necessary. There was no pt involvement.